Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with non-sustained rv oversensing on the rv lead. Noise was reproducible. The lead was capped and replaced. The patient is stable.